Manufacturer narrative:
Reported product is for vet use only; however, similar product exists for human use. Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 3 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: united states. Needle detached upon opening. Vet staff said that about 3 pr 4 of this box, the needle separated when they took them out.